Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please provide lot number =>unk - were x-rays taken to locate the needle piece(s)?=>no - what measures were taken to retrieve the broken piece?=>since the needle tip was found on the needle holder, no measures were required. - was there any additional tissue damage as a result of searching for the needle piece?=>no -please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>hiromi tokuyama ·no needle piece was fallen due to needle breakage, it was found in the needle holder. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and barbed suture was used. During the procedure, the needle was unusually bent and was broken during use in wound closure. The broken needle was found later and did not affect the patient. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/5/2024. Corrected information: h6 (b18 - device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.